Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient is experiencing ineffective stimulation. It was also reported the patient has reflex sympathetic dystrophy syndrome (rsd) and was initially implanted for bilateral leg pain with the pain feeling worse on the right than on the left. However, the patient's pain has increased in the left leg. Reprogramming was unable to resolve the issue. X-rays revealed the patient's lead angles to the right. Subsequently, the patient may undergo surgical intervention as the next course of action.